Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on the clinical account, root cause due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation. The initial pump insertion was aborted due to the tortuosity of the vessel, and an impella cp was implanted in its place. There was no harm to the patient.